Manufacturer narrative:
After the procedure, the pt woke up without any problems after successful placement of the enterprise stent vrd 4.5 x 22 mm, to cover the neck of a terminus aneurysm and coilling of a 10x5x6mm (lica) left internal carotid artery. Prior to the procedure, the pt was pre-treated with plavix 75mg and asa 325mg (qd) every day for five days. Platelet aggregometry was not performed to assess effectiveness. The product remains implanted. Add'l info will be submitted within 30 days of receipt.

Event description:
One hour after an elective embolization procedure to treat an un-ruptured terminus aneurysm of the (lica) left internal carotid artery, thept was aphasic and unable to move the right side. A stat CT scan was done which was negative. The pt was then taken to the angio suite where clot was seen distal to the stent. After urokinase administration and resolution of the clot hemmorrhage was noted. Then, the pt herniated over night and died the following day.